Event description:
It was reported that a pt underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2011 and mesh was used. In (B)(6) 2012, the pt presented again with a hernia. On (B)(6) 2012, the surgeon operated on the pt and found a hernia had developed at the lateral margin of mesh on the right side of the abdomen. The mesh was intact. The surgeon found the mesh had completely adhered to the omentum. The mesh had no central incorporation. It had only incorporated around the edges to the peritoneum. The surgeon removed the mesh and placed a larger piece of the same type of mesh at the site.

Manufacturer narrative:
(B)(4): hernia recurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.